Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with gradually increased threshold on lead trend. It was additionally noted that the right ventricular (rv) lead observed a warning for high threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.